Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned, analyzed, no anomalies were found. Analysis of the device memory indicated the battery impedance trend was rising. Recommended replacement time (rrt) was triggered on (B)(6) 2016 with a cause of impedance. The implant to rrt months was 12.48. Rrt was prior to explant. Daily battery voltage trend shows battery voltage of > 2.85v. Daily battery impedance trend shows gradual rise in average daily impedance.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.